Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 28, 2023, with lot number 2429521. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a broken in the fill channel assessed as an unidentified (tear) opening and missing fill channel observed assessed as inconclusive. Additional observations: ¿ crease flat observed on the device. No further actions are required as the device was implanted.